Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during post-implant device optimization the field representative encountered difficulty establishing telemetry between the programmer and this subcutaneous implantable cardioverter defibrillator (s-ICD). When a connection was achieved the programmer displayed a message stating immediate attention was required. A device summary was printed which noted that a da error had occurred due to a bit flip in the active device firmware image in memory. The error was found to have triggered a corruption of device telemetry ID resulting in an incorrect serial number displayed by the device. A save to disk was performed and reviewed by boston scientific technical services (ts) who confirmed the error had self-corrected and the appropriate device serial number restored. No adverse patient effects were reported. This device remains in service.